Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high lead impedance and high capture threshold. The lead also exhibited reproducible noise through unipolar sensing. The noise resulted oversensing. The device was reprogrammed. The patient was stable and would be monitored.